Event description:
It was reported that when asymptomatic patient presented in the operating room for a device change out due to eri, externalized conductors were observed. No electrical anomalies were detected. The lead was caped and replaced. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.